Event description:
The user facility reported that during a diagnostic gastroscopy procedure, an air/water nozzle broke off from the distal end of the device and fell inside the patient's gastrointestinal tract. The intended procedure was said to have been completed with a similar but different endoscope. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that an air/water nozzle missing off from the distal end of the device. Additionally, there were some nicks, dents, and scratches buckled on the distal end cover. The instrument history showed that the device was last refurbished on 03/05/2009. The cause of the user's experience was likely due to physical damage to the distal end cover. This report is being submitted as a medical device report in an abundance of caution.